Event description:
It was reported that the pt had sensations like "flashes in their head", these effects sometimes continue even if they take off their speech processor. They complain about headache, the implant area is very sensitive to pressure, touching the implant area also causes "flashike" painful sensations. Telemetry testing showed a functional device, there might be a medical reason for the pt's sensations, further investigation at the ent clinic frankfurt.